Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material clogged in nozzle could not be determined whether reprocessing was practiced in accordance with instructions for use was unknown and no physical damage of the device was confirmed at where the foreign material was remained. The air and water nozzle were manually flushed with air and water. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified diagnostic procedure.

Manufacturer narrative:
The device was returned and the evaluation found the following: distal end plastic cover had dents and scratches; the nozzle was clogged; bending section cover or distal sheath rubber glue cracked; and the air/water supply had a clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the the gastrointestinal videoscope, had air/water leakages or fluid invasion and air channel not working very well, and the scope had clogged nozzle. The issue occurred during procedure. There were no reports of patient harm.